Event description:
Reported another pt "had to have emergency surgery to repair a punctured stomach" and "also had to have the band removed." Event further clarified as band removal due to stomach perforation, erosion, and infection.